Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt anastomosis. A 5.0 x 40, 40cm mustang was selected for use in a shunt percutaneous transluminal angioplasty. During the procedure upon first inflation at nominal pressure for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: kk141521, k141597. Device evaluated by MFR: the mustang device was returned for analysis. Visual examination revealed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 5mm in length and was located mid region of the balloon material. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: kk141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt anastomosis. A 5.0 x 40, 40cm mustang was selected for use in a shunt percutaneous transluminal angioplasty. During the procedure upon first inflation at nominal pressure for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.